Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be sent within 30 days of this report being sent. (B)(4). A review of the device history record and the product released decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint files confirmed that the involved product/lot# combination has not been previously reported. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported a leak in the capiox fx25 device. Follow up communication with the user facility reported the following information: it was reported that the purge line was crushed at the insertion point to the oxygenator; the product was changed out; the surgery was completed successfully; and there was no patient involvement.

Manufacturer narrative:
As stated, this report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00250 to provide the returned sample evaluation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found the purge line tube had flaws on the segment adjacent to the oxygenator module. There were no other anomalies which could relate to the reported leak. The actual sample was filled with saline solution and the blood pathway was pressurized. A leak was noted at the flaws on the purge line tube. The purge line tube was cut vertically on the point adjacent to the flaws for inspection of the state of the tube wall. The wall thickness was confirmed to meet manufacturer specification. Functional testing was conducted and was able to reproduce the reported defect on the purge line tube of a retention sample. The purge line tube of a reserve sample was pinched with forceps. Some flaws similar to those on the actual sample were duplicated. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the investigation result, it is likely that the purge line tube of the actual sample was pinched with an object and became flawed, leading to a leak during priming. From the available information, however, the cause of the purge line tube having been pinched cannot be identified definitely. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00250 to provide the returned sample evaluation results.

Manufacturer narrative:
As stated, this report is being submitted as follow-up no. 2 for mfg. Report no. 9681834-2015-00250 to correct the manufacturing date. It was initially reported as 05/13/2015. The correct manufacturing date is 05/12/2015.

Event description:
This report is being submitted as follow-up no. 2 for mfg. Report no. 9681834-2015-00250 to correct the manufacturing date. It was initially reported as 05/13/2015. The correct manufacturing date is 05/12/2015.